Manufacturer narrative:
User facility has not yet returned the device to the MFR for device eval. User facility returned the pump to their companies central supply. The MFR contacted central supply who stated that the pump was fully tested upon return from the field these tests did include occlusion testing. Per the biomedical technician the pump passed all testing and has since been sent back into the field with no problem reported.